Event description:
It was reported that the user was not receiving continuous glucose readings from the dexcom g7 continuous glucose monitor (cgm) on the ilet bionic pancreas pump while readings were present in the dexcom app, consistent with intermittent communication failure between devices and implicating the wireless interface/antenna component. No clinical signs, symptoms, or conditions were reported. Outcomes included no health consequences or impact. User support included communication with the user and analysis of information they provided. Investigation of this case revealed an interoperability problem between the cgm and the pump, consistent with intermittent communication failure associated with the electrical and magnetic subsystem, specifically the antenna. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure.